Event description:
The nurse stated that the pt positioning monitor (ppm) did not alarm when the pt exited the bed. No injuries.

Manufacturer narrative:
The accounts maintenance stated he has not been able to duplicate the allege problem with the ppm not alarming. He has tested the bed and found the ppm to be operating properly.